Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tri sprintec. Concurrent conditions included dysmenorrhea, unspecified noninflammatory disorder of vagina, endometriosis, cervicitis cystic, paratubal cyst, hyperplasia endometrial and endometrial thickening. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood"), stress ("hormonal changes describ: stress") and fatigue ("fatigue") and was found to have body temperature abnormal ("hormonal changes describe:body temperature"). In 2017, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge/ discharge odour"), visual impairment ("vision/eye problems type: vision problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloting") and dizziness ("dizziness"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the migraine, mood swings, stress, body temperature abnormal, visual impairment, fatigue, weight increased and alopecia outcome was unknown and the vaginal discharge, abdominal distension and dizziness was resolving. The reporter considered abdominal distension, alopecia, body temperature abnormal, dizziness, fatigue, migraine, mood swings, pelvic pain, stress, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date: (B)(6) 2013 and (B)(6) 2015. Insertion details-the essure was placed through the hysteroscope and was placed into the tube without difficulty . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tri sprintec. Concurrent conditions included dysmenorrhea, unspecified noninflammatory disorder of vagina, endometriosis, cervicitis cystic, paratubal cyst, hyperplasia endometrial and endometrial thickening. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood"), stress ("hormonal changes described: stress") and fatigue ("fatigue") and was found to have body temperature ("hormonal changes describe:body temperature"). In 2017, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge/ discharge odour"), visual impairment ("vision/eye problems type: vision problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("blotting") and dizziness ("dizziness"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the migraine, mood swings, stress, body temperature, visual impairment, fatigue, weight increased and alopecia outcome was unknown and the vaginal discharge, abdominal distension and dizziness was resolving. The reporter considered abdominal distension, alopecia, body temperature, dizziness, fatigue, migraine, mood swings, pelvic pain, stress, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date: (B)(6) 2013 and (B)(6) 2015. Insertion details-the essure was placed through the hysteroscope and was placed into the tube without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 08/05/2019: pfs and mr was received ¿ previously reported event¿ injury¿ updated to ¿ pelvic pain¿, events- ¿migraines / headaches, hormonal changes describe: mood, stress, body temperature, vaginal discharge/ discharge odour, vision/eye problems type: vision problems, fatigue, weight gain, hair loss, blotting, dizziness¿, new reporter information, patient details, medical history, historical drug, lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.